Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11954, related manufacturer reference number: 2017865-2022-11955. It was reported that the patient suffered syncope. The physician elected to explant and replace the pacemaker, rv and ra leads. The patient was recovering after the procedure.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.